Event description:
It was reported that patient presented for routine generator change procedure. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. The lead was capped and replaced on (B)(6) 2022. The patient was stable.